Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that with the xenon light source, occasionally displaying error code e102 (ER clve102) even the lamp was new. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, the device evaluation found the scope not detected and no exhaust is performed. Based on the investigation results, for the scope not detected, it is presumed that the scope detection does not work due to the failure of the circuit board. For the exhaust not performed, it is presumed that an event in which the exhaust is not performed has occurred due to a fan failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.